Event description:
While trying to monitor a patient the unit display was blank.

Manufacturer narrative:
A follow up report will be submitted after welch allyn's engineering department has finished the evaluation of the device.